Event description:
The pt is a (B)(6) year old female who was having a robotic supracervical hysterectomy done and during the initial needle count, one v-lok needle was missing. An intraoperative x-ray revealed a "curvilinear radiodensity in the left hemi pelvis which could represent a needle." The one cm foreign object was retrieved using a laparoscope but no needle was found. A second x-ray was done and was noted to have no foreign object. The pt's incision site was closed, she was extubated and transferred to the pacu. The metal foreign object was given to the surgeon and the robotic rep from intuitive was contacted and given the instrument for a written quality evaluation. The pt was discharged to home on (B)(6) 2013.